Event description:
It was reported that a device alarmed for constant door not fully latched messages. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched messages were caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The loose link screws were replaced.